Event description:
Related manufacturer report number: 2017865-2024-73177. It was reported that the patient presented for follow up. A device interrogation revealed that the right ventricular (rv) and right atrial (ra) leads exhibited over-sensed noise. Additionally, the ra lead pacing impedance had decreased. The patient was referred for lead extraction and both leads were explanted. The patient was discharged in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of oversensing noise and low pacing impedance were confirmed. As received, only the connector portion of the lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil located at the proximal region of the lead consistent with friction to the device can. The cause of the reported events was isolated to the exposure of the outer coil in the abrasion zone.